Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death).

Event description:
During procedure, the patient had four stents implanted. One integrity bare metal stent was implanted in the lad and another one integrity bare metal stent was implanted in the rca. Two non-medtronic stents were also placed in the rca. Six days later, patient death occurred. Death was indicated as cardiovascular.